Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, before vitrectomy ophthalmic laser probe did not enter into trocar. The procedure was completed by using an new product. The details about patient contact was not reported.

Manufacturer narrative:
Additional information provided in sections. D.9, h.3, h.6. And h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for this investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. The probe was received. A visual assessment of the returned sample revealed no obvious nonconformity. Functional testing was performed and revealed excess adhesive on cannula-nitinol junction. The root cause of the reported event is attributed to excess adhesive on cannula-nitinol junction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).